Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger is locked. Once in the cavity, press the anvil release button to reopen the instrument jaws and return the closing trigger to its original position. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter-clockwise direction. The instrument shaft will rotate freely in either direction. Position the instrument around the tissue to be stapled. The tissue should be positioned between the black line at the distal end of the jaws and the black line at the proximal end, indicating the end of the staple line. The inner black line references the cut line of the device. After positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and jaws are locked. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Fire the instrument by squeezing the firing trigger completely with one continuous, smooth stroke until it rests on the closing trigger. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release button. While pressure is still on the anvil release button, slowly release the closing trigger. Gently pull the instrument away from the transected tissue and ensure the tissue is released from the jaws. To remove the instrument from the cavity, squeeze the closing trigger until it locks, closing the jaws. Remove the instrument through the trocar in the closed position. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number 859a37, and no non-conformances were identified. Additional information was requested, and the following was obtained: on what anatomical structure was the device fired? Renal hilum was there potential for calcification of tissue? Yes were any clips used in the area prior to firing? No clips in the nearby vicinity was there any unusual sound heard when closing or firing the device? Scrub tech felt there was an unusual ¿pop¿ sound during ats45 fire. Surgeon felt the tactile feedback was off (10% tactile feedback during the firing, then 90% no tactile feedback) were staples visible in surgical field or on the device? Surgeon shared staples did not deploy. If so, describe the shape of the staples? N/a was there any blood loss? Not sure if so, how much? Not sure were blood products administered? Not sure.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger is locked. Once in the cavity, press the anvil release button to reopen the instrument jaws and return the closing trigger to its original position. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter-clockwise direction. The instrument shaft will rotate freely in either direction. Position the instrument around the tissue to be stapled. The tissue should be positioned between the black line at the distal end of the jaws and the black line at the proximal end, indicating the end of the staple line. The inner black line references the cut line of the device. After positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and jaws are locked. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Fire the instrument by squeezing the firing trigger completely with one continuous, smooth stroke until it rests on the closing trigger. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release button. While pressure is still on the anvil release button, slowly release the closing trigger. Gently pull the instrument away from the transected tissue and ensure the tissue is released from the jaws. To remove the instrument from the cavity, squeeze the closing trigger until it locks, closing the jaws. Remove the instrument through the trocar in the closed position. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. In addition, the device was sent to cincinnati and it was disassembled and inspected in the product inquiry lab. The visual and functional investigation (steps 1 through 28) for the device. The below investigation was specifically for the disassembled device. The device was first fired without a cartridge by bypassing the no-cartridge lockout manually. The device cycled properly extending and retracting the knife and opened normally. The device was then disassembled, and parts inspected. A visual inspection of the device in assembly with the left shroud removed did not indicate any gross misassembly of the device. It should be noted that the short rack is not engaged with the pinion gear because the device is laying on its side and the feature that properly locates the short rack is present on the left-hand shroud. Visual inspection of the firing trigger teeth showed no apparent damage. The firing trigger lockout pin was present in the sub-assembly and lubrication is apparent on the surface. Visual inspection of the closing trigger teeth showed no apparent damage. Lubrication is apparent on the surface of the part. Visual inspection of the left shroud pinion axle support showed no apparent damage. There is a brown colored smudge on the inner surface of the part that is likely dried body fluid. There is also a small amount of black particulate present on the inner surface of the part. This particulate is likely from the closure yoke surfaces that slide against the shroud guide surfaces, based on its color. Device history batch: a manufacturing record evaluation was performed for the finished device batch number 859a37, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was received: did the device deliver any staples? No staples deployed, according to the surgeon. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? The stapler provided a clean cut, according to the surgeon. It was not jagged, dull, or irregular. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No difficulty opening the device. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The surgeon shared that he normally feels tactile resistance as he¿s firing the ats45 stapler. He said for this firing, it offered that tactile feedback only 10% of the way. The remaining 90% of the firing had no resistance. He felt it was unusual, so he converted from laparoscopic to open approach. He also felt the vasculature was thicker than usual. What is the most current patient health status and condition? Patient is safe and doing ok. Waiting the transfer of the stapler for us to examine internally. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy procedure the device locked out with a tr45w reload. No staples formed. Another like device was used to complete the procedure. Unknown if there were any adverse consequences for the patient. No other information could be provided.